Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to service where evaluation found wear and tear: deformation of the insertion tube, crease on the insertion tube, damage or deformation of the device. None of these issues are reportable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, we were not able to determine the relation between the subject device and the event from the investigation results. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for less than one (1) colony forming unit of unspecified micro-organisms. The obtained results are in conformance with the requirements. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer suctions water out of the instrument/suction channels and flushes out the channels. During manual cleaning, the customer used anios clean excel detergent to brushes the operating/suction channel, the suction pistons/cylinders, the operating channel port, and the distal end/area around the forceps elevator. The customer did not manually disinfect the scope. For automated endoscope reprocessor (aer) treatment, the soluscope serie 4 reprocessor along with soluscope cln detergent and soluscope paa disinfectant was used. The scope was stored horizontally placed within a cabinet without drying function and olympus is the customer¿s maintenance company. The scope was not sterilized. The customer stated that the automated endoscope reprocessor was tested, and the following results was confirmed. Bottom tank had negative identification of microorganisms, the cold water upstream of the scrubber had flora at 22° and 36° but below the thresholds with 410 cfu and 31 cfu, and hot water upstream of the scrubber at flora had flora at 36° with 71 cfu. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for 14 colony forming unit (cfu) of micrococcus species. All channels were sampled. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.